Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and functional leak testing identified a leak in the internal bag at the port tube seal. This confirmed the reported condition. The cause was determined to be a machine failure. In order to address this condition, corrective maintenance was performed on machinery and the leak tester was re-validated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty eva bag leaked. It is unknown at what step of the process this occurred. The reporter stated that the bag leaked from the ¿tip protector.¿ there was no patient involvement. No additional information is available.